Event description:
No event occurred. No patients were affected. There is only a potential health hazard discovered by the manufacturer. This issue concerns the voxelwise worst clinical goals in the robust evaluation module of raystation 8b, 9a, 9b, 10a and 10b. Evaluation of a clinical goal for the voxelwise worst dose distributions may be misleading after editing the clinical goal. An additional issue was found un the contouring when the spacing between slices is less than or equal to 1 mm, present in raystation/rayplan versions from 6 up to 10a.

Manufacturer narrative:
A software implementation error has been identified. Robust evaluation is used to evaluate if a proposed treatment plan is robust against variations in e.g. Patient setup in potential scenarios. One of the methods is to define clinical goals that evaluate robustness. Clinical goal results are displayed with a numerical value and a color coded passed/failed indication. "Voxelwise worst" goals evaluate the voxelwise min or max dose over all scenarios. If a "voxelwise worst" type clinical goal is updated, the user interface will not be correctly updated. In raystation 8b, neither the clinical goal value nor the passed/failed result will be updated. In raystation 9a and higher, the passed/failed indication will be updated and always display a correct result, but the numerical value will not. The display will be correct after switching from clinical goals view to scenario view and back. In the event that a clinical decision is based on the incorrect display, this could lead to the approval of an inappropriate dose plan. This could lead to local over-dose in a risk organ or local under-dose to the target.

Event description:
Follow-up of report rsl: MDR 3007774465-2023-00010 (B)(6) voxelwise worst clinical goal not updated. No event occurred. No patients were affected. There is only a potential health hazard discovered by the manufacturer. This issue concerns the voxelwise worst clinical goals in the robust evaluation module of raystation 8b, 9a, 9b, 10a and 10b. Evaluation of a clinical goal for the voxelwise worst dose distributions may be misleading after editing the clinical goal. An additional issue was found un the contouring when the spacing between slices is less than or equal to 1 mm, present in raystation/rayplan versions from 6 up to 10a.